Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating that the extension was disconnected from the right lead, and it was found that the extension was bent at the generator site and frayed. Surgical intervention took place where the extension was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced shocking sensations. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.